Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy.

Event description:
A customer reported that their aeds battery pack was depleted. They reported that this did not occur during patient use.